Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, a powerflex pro percutaneous transluminal angioplasty (pta) balloon would not advance on a 0.035 wire to perform pta. It looked like the device's distal marker may have been moved proximally on the balloon. The procedure was completely successfully with another cordis balloon catheter. There was no report of patient injury. The intended procedure was pta for the right superior femoral artery (sfa). There were no damages or anomalies noted to the device or packaging prior to use except that it appeared that the device's distal marker may have been moved proximally on the balloon. The device was stored, handled and prepped according to the IFU. The product was inspected prior to use and appeared to be normal. There were no problems noted during prepping. There was no difficulty reported flushing the guidewire lumen prior to use. The balloon catheter was flushed prior to loading onto the guidewire. The balloon catheter was loaded onto the wire distally. It is unknown if the guidewire used was a cordis device. There was no reported product issue with the guidewire used. The guidewire was sticking in the very distal tip of the balloon lumen. The insertion difficulty was not caused by a blockage of possibly injectable material. The guidewire is not available for analysis. The balloon catheter is available for analysis. Additional information received indicated that there was no damages or anomalies noted to the device or packaging prior to use.

Manufacturer narrative:
A powerflex pro percutaneous transluminal angioplasty (pta) balloon catheter (bc) would not advance on a 0.035¿ wire to perform pta. It looked like the device's distal marker may have been moved proximally on the balloon. The procedure was completely successfully with another cordis balloon catheter. There was no report of patient injury. The intended procedure was pta for the right superior femoral artery (sfa). There were no damages or anomalies noted to the device or packaging prior to use except that it appeared that the device¿s distal marker may have been moved proximally on the balloon. The device was stored, handled and prepped according to the IFU (instructions for use). The product was inspected prior to use and appeared to be normal. There were no problems noted during prepping. There was no difficulty reported flushing the guidewire lumen prior to use. The balloon catheter was flushed prior to loading onto the guidewire. The balloon catheter was loaded onto the wire distally. It is unknown if the guidewire used was a cordis device. There was no reported product issue with the guidewire used. The guidewire was sticking in the very distal tip of the balloon lumen. The insertion difficulty was not caused by a blockage of possibly injectable material. The guidewire is not available for analysis. Additional information received indicated that there were no damages or anomalies noted to the device or packaging prior to use. The product was returned for analysis. One non-sterile powerflex pro 6mm x 15cm 135cm bc was returned. Per visual analysis no damages or anomalies were found and the marker bands were found in the correct position. Per functional analysis a lab sample syringe filled with water was attached to the hub of the powerflex pro catheter and it was successfully flushed. Neither resistance nor loose materiel was observed during flushing procedure. Then, a lab sample 0.035¿ guide wire was passed through the catheter via tip. Neither obstruction nor resistance was felt or experienced during insertion. Dimensional analysis was conducted and the distance between the two marker bands was found within specification. A device history record (DHR) review of lot 16074736 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿pta catheters-guide wire lumen-obstructed¿ was not confirmed by analysis of the returned device as functional analysis was performed successfully with no obstructions found. The exact cause of the reported event could not be confirmed. The reported ¿marker band- offset/out of position-prior to use¿ was not confirmed by analysis of the returned device as dimensional analysis was performed successfully and the marker bands were found to be within specification. The exact cause of the reported event could not be confirmed. According to the IFU ¿prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used. The catheter system should be used only by physicians trained in the performance of arteriography and who have received appropriate training in percutaneous transluminal angioplasty. If resistance is met during manipulation, determine the cause of the resistance before proceeding. Note: do not use if the inner package is open or damaged. Flush the ¿thru¿ lumen with sterile heparinized saline or a similar isotonic solution. Place the prepared catheter over a prepositioned guidewire and advance the tip to the introduction site. Carefully advance the catheter through a sheath or guide catheter through the percutaneous entry site. Note: gentle counterclockwise rotation of the balloon may ease introduction through the sheath or percutaneous entry site. Carefully advance the catheter to the selected stenosis. Caution: if strong resistance is met during advancement or withdrawal of the catheter, discontinue movement and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the entire system.¿ the device performed as intended and therefore the reported events and the DHR could not be related to the manufacturing process; therefore, no corrective/preventive action will be taken.